Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on anastomosis, the surgeon able to press the green button but the five staplers were not able to fire. They used another reload to complete the case. There was no patient injury.